Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial #: (B)(6), ubd: 03-mar-2017, UDI#: (B)(4), implanted:(B)(6) 2015, explanted: (B)(6) 2026, product type: catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving unknown drug via an implantable pump for unknown indications. It was reported that the patient's symptoms returned. It was unknown whether any environmental, external, or patient factors may have led or contributed to this issue. A dye study was done and failed. It was reported that they were going to do a full revision, and catheter explant was planned. Additional information was received from the rep who reported that the patient had a full revision with a new catheter and pump.